Manufacturer narrative:
Additional information was received indicating that the valve was loaded once by an inexperienced loader, and the load was checked using visual, tactile, and fluoroscopy methods. There was no unusual resistance felt while loading the valve, and no misload was identified. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the suspect device was not returned for analysis nor were any procedural images confirming the capsule buckle; however, a procedural fluoroscopic image was submitted for review which showed the valve in an ¿accordion¿ shape, likely a capsule buckle, during recapture. A capsule buckle is a potential contributing factor in the reported difficulty experienced during the valve recapture. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The calcification present at the native valve leaflets may have caused or contributed to the capsule damage, but this cannot be conclusively confirmed with the evidence available. Based on the investigations completed on historical capsule buckle events, no evidence was found to indicate the product failed to meet specification; capsule buckle events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown; however, patient anatomy (i.e. Vessel tortuosity and calcification) and use conditions due to challenging anatomy (i.e. Insertion angle, force required to advance, torqueing of the catheter, et.c) are known potential contributing factors to capsule damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon the first deployment attempt the valve was recaptured because the valve was too high in the annulus. During recapture it was noted that it was harder than usual to deliver the valve. The fluoroscopic image showed the valve in an ¿accordion¿ shape while being recaptured. The valve was pulled higher into the ascending aorta to allow for blood flow through the aortic valve. Further inspection of the delivery catheter system (dcs) and the valve under fluoroscopic imaging showed that there was an "accordion" on the proximal side of the capsule with report of a broken catheter. The valve was able to be recaptured slowly and the dcs and valve were removed from the patient. A different dcs and valve were used for the procedure. There was no tortuosity but calcified native leaflets. No pre-balloon aortic valvuloplasty (bav) performed. No adverse patient effects were reported.